Event description:
Mother of a female stated that for the last 4-6 weeks, the patient's infusion sets have been breaking, where the tubing connects to the headset. She stated it has only been happening with the only been happening with the box with lot number 34356 and expiration date 12-2010. The mother stated that on the most recent incident (2006), the patient's blood glucose rose to 412 mg/dl and she had ketones. The patient had symptoms of headache, stomach ache, and frequent urination. The patient took an insulin injection to lower her blood glucose to a normal level around 110 mg/dl. The mother stated there was no visual damage to the product before use, but the tubing tore within the first 12 hours of use. The patient did not report assistance by a healthcare professional or second party to address the issue. The product was discarded; therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.